Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 494 mg/dl with the associated symptom of polydipsia. This combination of blood glucose level and symptoms does not meet animas¿ criteria of a reportable adverse event; no adverse event is being reported. Troubleshooting performed by animas customer support revealed the bolus totals in the bolus history over the recent three-day period did not match by a >5% difference. Basal delivery totals in total daily matched the active basal program total, or were as expected, and the basal history matched the active basal program settings. The reported alleged an inaccurate delivery issue with the pump. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2017-product analysis: the device was returned and evaluated by product analysis on 02/27/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The delivered boluses were calculated for (B)(6) 017; the delivered boluses on each day match the total daily dose bolus history correctly. The bolus history shows two boluses cancelled on (B)(6) 2017 at 21:13 and at 22:47. The pump successfully completed a prime sequence, without issue or alarm. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).